Event description:
It was reported that right hip revision surgery was performed due to pain.

Manufacturer narrative:
Additional information: relevant tests/laboratory data, and concomitant medical products it was reported that a second hip revision surgery was performed. During the revision, the hemi head and modular sleeve were removed. The bhr cup and anthology stem remained implanted. As of today, device return and additional information has been requested for this complaint but has not become available. In the absence of the actual devices, the production records were reviewed for the devices reportedly involved in this incident. Review of manufacturing records did not reveal any waivers, concessions, manufacturing or material abnormalities that could have contributed to this issue. The available medical documents were reviewed. The second revision operative report indicated significant metallosis-appearing tissue, however there was no evidence of significant wear or corrosive changes to the trunnion. Since the revision, it was reported that the patient ¿feels that his vision is a little bit compromised¿. The reported elevated cocr levels and metallosis are consistent with findings associated with metal debris; however, without the supporting pathology results and/or the analysis of the explanted components, the root cause of the reported symptoms cannot be confirmed, and it cannot be concluded that the reported reactions/events were associated with a mal-performance of the implant. No conclusion can be made regarding the patient¿s vision. It was noted that a competitor¿s (biomet) head and liner was implanted with the bhr cup at the time of revision. This activity was performed contrary to the instructions for use of for bhr implants which states under its important medical information, ¿do not mix components from other manufacturers.¿ without return of the actual devices or further information we cannot further investigate or confirm the details supplied in this complaint, and our investigation remains inconclusive. If the products or additional information become available in the future, this case will be reopened. No preventative or corrective action has been initiated as a result of this investigation.

Manufacturer narrative:
It was reported that right hip revision surgery was performed due to pain. As of today, device return and additional information has been requested for this complaint but has not become available. Details of the part were unknown therefore manufacturing records could not have been reviewed for this device. The available medical documents were reviewed. Review of the provided implantation report did not reveal any inconsistencies related to the surgical technique nor did it inform about the cup position/condition that remained in-vivo. According to the provided revision report, the patient had progressive hip and tight pain since the previous revision, no evidence of loosening or subsidence, no signs of infection and he had elevated blood metal ions. During the revision yellow-greenish fluid and significant metallosis appearing tissue was noted. The stem and cup remained in-vivo. The provided blood metal ions dated 2 months before the revision were elevated (chromium: 13 g/l and cobalt 21 g/l) with respect to the reported reference range. 7 months after the revision the blood chromium and cobalt concentrations were normal. The reported metallosis appearing tissue and the elevated metal ions may be due to metal debris but whether the cup surface was damaged during before or during the previous revision remains unknown and a contribution to the reported finding cannot be investigated. Without return of the actual devices or further information we cannot further investigate or confirm the details supplied in this complaint. If the products or additional information become available in the future, this case will be reopened. Without additional information about this patient's particular case, our investigation remains inconclusive. No preventative or corrective action has been initiated as a result of this investigation.